Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer's blood glucose was 161 mg/dl at the time of the incident. Customer previously called about a calibration error. Customer reported that they are unable to upload to carelink. Customer will have the sensor the replaced. Customer will wait until the morning to insert a new sensor. Customer had a lot of lows with the sensor but her blood glucose was fine. Customer reported that all the low alerts were wrong in the alarm history. Customer stated that she has never had this problem before and just opened a new box when the issues started. Customer's previous sensor was not bent or kinked and the cannula was straight.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.